Event description:
Pt had a medicated stent put in after a heart attack. They broke out with a rash all over their body. It has since disappeared. Pt was also put on several other medications at the time. The dr thought the blood pressure medicine might have caused the breaking out, so he stopped one of them. Pt is still not sure if it was the blood pressure medicine or the medicated stent that caused the reaction.